Event description:
Caller alleging inratio precision issue. On (B)(6) 2013, initial inratio 1.2, repeat inratio 5.2, repeat inratio 5.7. All three tests performed within a few minutes of each other. Patient's therapeutic range 2.0 to 3.0.

Manufacturer narrative:
Investigation pending.